Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's ECG port is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit's ECG port is not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked the pins on both the device and on the cable side. Everything appeared to be in order. No anomalies were detected when the ECG simulator was connected. Per the customer's request, the fse also checked on the customer's ECG simulator. No issues were observed. The fse checked the synchronization cable with the simulator, and everything worked perfectly. There were no issues observed.